Event description:
It was reported during implant, that the lead had a helix issue and there was possible tissue entrapment in the helix mechanism. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that no tissue on helix mechanism seen at time of analysis.